Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, non-union, bone resorption, and excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation results provided by supplier manufacturer indicate the density of the component was found to be according to manufacturing specifications. There was evidence of secondary metal transfer as a result of contact with metal parts after the fracture event occurred. Primary metal transfer was not found to be equally distributed over the whole taper and interruptions of the metal transfer were noted. This might indicate an interface disturbance between the component and the stem. The interface disturbance in combination with the reported accident is the most supposable reason for fracture of the component. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient suffered a fall on the ice and was examined. Radiographs taken revealed that the femoral head was fractured. A revision procedure was performed on (B)(6), 2011 to remove and replace the femoral head.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient suffered a fall on the ice and was examined. Radiographs taken revealed that the femoral head was fractured. A revision procedure was performed on (B)(6) 2011 to remove and replace the femoral head.